Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked (B)(6) 2026, in the hematology-oncology department, at 15:00 the nurse was administering an indwelling needle to a patient when the fluid leaked out of the end of the indwelling needle, the indwelling needle placement was ineffective, and the indwelling needle was later re-replaced without serious adverse consequences, and the patient expressed understanding.

Manufacturer narrative:
A complaint history review could not be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information is available.